Event description:
A physician reported a pt who was skin-tested about 13 months ago (feb 1999) and has had multiple treatments since that time. On 15 mar 2000, the pt was treated in the glabella. The physician noted that the treatment was more painful than usual and that the pain increased over time. Within an hour, deep bruising appeared at the treatment site, followed by swelling. By the next morning, the pt had developed erythema at the glabella. Keftabs were started that day (16 mar 2000). By the third day, the symptoms had become progressively worse and the pt had a papular rash and vesicles at the treatment site. A 0.5 cm x 1.0 cm ischemic area appeared, becoming ulcerated and producing an exudate. On 22 mar 2000, the glabella had a 1 cm x 2 cm raw, red, granular, diamond-shaped ulceration. There have been intermittent itching and pain. In addition to keftabs, the pt has had prednisone (started 17 mar 2000), famvir (started 18 mar 2000), and cipro (started 21 mar 2000). Although the pt's symptoms have improved, pt also developed a rash, believed by the physician to be related to the cipro. The diagnosis is necrosis injection site.